Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The dislodgment was confirmed via chest x-ray. A revision procedure was performed and this lead was successfully repositioned. This ra lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that loss of capture was also observed due to the lead dislodgment. No additional adverse patient effects were reported.